Event description:
The customer stated that she was hospitalized with a low blood glucose reading of 22 mg/dl. The customer stated that her skin was blue and cold when she was found. The customer's blood glucose reading was brought up to over 200 mg/dl while in the hospital, then it dropped back down to 19 mg/dl. The customer did not have the insulin pump with her during the phone call. Advised the customer to call back for troubleshooting once she has the insulin pump.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.